Event description:
Patient alert for low battery 2/5/05 and hit eol the week of 3/22/05; pt died 4/6/05. Episodes on 4/12/05 (after pt died) disabled all therapies. Last follow-up was 9/2004. Additional information received from the medical examiner reports death by natural causes due to heart disease.